Manufacturer narrative:
Evaluation of the desktop charger (B)(4) found that the connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Estimated event date. Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37612, serial# (B)(4), implanted: (B)(6)2013, product type: implantable neurostimulator. Ins device used off label for obsessive compulsive disorder. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for obsessive compulsive disorder (ocd) reported that their desktop charger (dtc) connector pin was bent and that they thought it was stepped on. Their device was not working. The right side ins was low and the patient turned the left side off to conserve battery. A replacement desktop charger (dtc) was sent. No medical symptoms were reported. No further complications are anticipated. See (B)(4) for stim off button not working.